Event description:
During baxter device evaluation, failure code 403:317:871:0000 was identified in the device event history. Based on baxter's further review of the device event history on 24-aug-2010, it was determined that the failure code 403:317:871:0000 occurred during delivery causing an interruption of delivery. No patient injury or medical intervention occurred. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not previously been serviced by baxter. No exception was observed during manufacturing of this device. (B)(4).

Manufacturer narrative:
The condition of failure code 403:317:871:0000 was confirmed through the event history. The condition is due to defective uim pcb (user interface module printed circuit board). Uim pcb will be replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).